Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the surgeon was not able to control universal surgical manipulators (usm) 1 or 2. The surgeon could not control either usm with the left master tool manipulator (mtm). The technical support engineer (tse) reviewed the logs and found no errors relating to the problem to either the surgeon side console (ssc) or the patient side cart (psc). The tse had the customer do a power cycle of the system. After the system came back up and all the instruments were installed, the surgeon still could not control either usm. The tse verified that the instruments and cannula were all shown to be good on the screen. The tse could verify that the surgeon was swapping back and forth from usm 1 and 2. The customer at that time elected to convert to laparoscopic surgery instead of doing any more troubleshooting. The site continued the procedure laparoscopically with no reported complications. On 05/19/2022, (B)(6)/nurse was contacted at (B)(6) and additional information was obtained about the complaint: the procedure was completed laparoscopically without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed field evaluation and replaced the left master tool manipulator (mtm) to resolve the issue. After replacement, the system was tested, operated without error and all usm arms were confirmed to be able to be properly controlled by both surgeon console mtm arms. System was verified as ready for use. Isi received the replaced mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure. During evaluation, it was noticed that the magnet on the mtm arm was detached from the grip levers. The grip lever will be replaced on the mtm to resolve the issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of "remotefe" was performed. Per the review, the following was confirmed: system serial # - (B)(4) was used for a procedure on the reported event date (B)(6) 2022 matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the surgeon not being able to take control of two of the universal surgical manipulators (usm) arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.